Event description:
A ventilator was returned to a third party service center for evaluation. There was no report of patient harm or injury. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board, oxygen blending module board and interface board were replaced to address the issues.